Event description:
It was reported that pt complained of extreme pain and inability to walk since surgery. Due to pain, patient had a revision on (B)(6) 2010.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.